Manufacturer narrative:
The device was not returned therefore device analysis could not be completed. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular lead (rv) was surgically explanted, due to loss of capture and dislodgement. A new lead was implanted. A boston scientific representative confirmed lead was damaged during explant procedure and discarded at facility. The lead is not expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.